Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to black molded. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black molded. There is no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, scratched ui panel screen, visible when powered and replaced. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped. Evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated. Recall (z) number was updated in this report.

Manufacturer narrative:
The manufacturer previously reported wrong information in short description(315192036-final-mold), evaluation method code, component code grid, evaluation results code and conclusion code grid, device serviced by 3rdp? Device avail. For eval? (Rfb), date returned (rfb), device eval. By mfg.? (Rfb). After review, it was determined that short description (ra: 310954988), evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated, device serviced by 3rdp? Device avail. For eval? (Rfb), date returned (rfb), device eval. By mfg.? (Rfb). The device was returned to the manufacturer service center for further evaluation. During the evaluation the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer. There was one error code found. The manufacturer concludes that they could confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Above sections were updated and corrected accordingly.